Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection that resulted in a leak between the transfer set and the patient line of the homechoice cassette. This occurred during initial drain of peritoneal dialysis therapy. The patient stated that they saw air bubbles in the patient line near the connection. The patient tightened the connection, but noted that there were air bubbles there. Renal therapy services assisted the patient with ending the therapy and advised to start over with new supplies. The patient was going to re-start therapy later when they were ready. There was no patient injury or medical intervention associated with this event. No additional information is available.